Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent abdominal birch urethropexy, paravaginal repair due to sui, rectocele. It was reported that the patient had a implant mesh on (B)(6) 2008. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to resection of vaginal mesh and tacks with revision of sling. It was reported that following insertion patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.